Manufacturer narrative:
Device had cracked battery tube threads. The information provided in the section of concomitant product with the initial report was incorrect. The correct information has been included with this report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother reported via phone call that the customer experienced a high blood glucose. Customer¿s high blood glucose level was 400 mg/dl. Customer's mother stated that the battery compartment was cracked. The customer's mother declined troubleshoot for high blood glucose. The product will return for analysis.